Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 325cc textured mentor saline prostheses experienced bilateral deflation post procedure. The patient was in a bicycle accident and felt that may have caused the right deflation. Mammography showed that the right implant had deflated, and the left implant had partially deflated. As a result, the devices were replaced with allergan implants on (B)(6) 2020. This report relates to the right prosthesis. See 1645337-2020-03646 for contralateral prosthesis report.